Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was explanted due to oversensing with pacing inhibition. Another guidant defibrillation lead was subsequently implanted. The lead was returned to guidant for analysis.